Manufacturer narrative:
Additional information was added to the following fields to capture the perforation: b5: describe event or problem field. H6: patient codes and impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. No additional adverse patient effects were reported.